Manufacturer narrative:
The reported events of premature discharge of battery and no radiofrequency telemetry could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Data analysis of the device image suggested radio frequency telemetry lockout had occurred in the field due to excessive radio frequency usage in a short period of time. Device showed normal characteristics and able to be interrogated successfully on various programmers. Radio frequency telemetry could be enabled and disabled with no issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. During the follow-up the pacemaker failed to be interrogated through radiofrequency telemetry and exhibited premature battery discharge. As a resolution the device was explanted and replaced. The patient was discharged.